Event description:
New information received noted the implantable cardioverter defibrillator was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported field event of sensing anomaly and inappropriate shock could not be replicated in the lab. The implantable cardioverter defibrillator (ICD) was returned for analysis. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage.

Event description:
It was reported that the implantable cardioverter-defibrillator exhibited noise oversensing which caused inappropriate therapy. The noise is indicated to be due to electromagnetic interference. No programming changes were made. There were no patient consequences.